Manufacturer narrative:
Additional patient identifier: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown hip surgery on (B)(6) 2018, the surgeon was using the impactor to push the plate to the bone. As he was holding the impactor on the plate and using the mallet a piece of the tip of the impactor broke off. The surgeon was able to use a tamp to push the plate to the bone the rest of the way. There was no reported surgical delay, no patient harm and the procedure was completed using an alternate instrument. Consultant confirmed that the broken fragment of the tip was not retained in the patient. A new tip was put on the impactor and has been placed back in the set for future use. Only the broken tip will be returned. There is one device involved in this complaint. Reported concomitant device: dhs/dcs impactor: (part 338.28, lot 7402041, quantity 1). This report is for one (1) tip for dhs/dcs impactor. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device : part # 338.26 synthes lot # 7402041 supplier lot # na release to warehouse date: 11 sep 2013 manufactured by synthes jennersville no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product development investigation was performed for the subject device: the impactor tip (part 338.26, lot 7402041, mfg 11 sep 2013) was received at us cq broken. Pieces were not returned. The device was forwarded after being deemed non-repairable by service and repair. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices were returned broken. Lot number review: DHR review showed no ncr¿s were generated during production. The material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the DHR. Drawing review: the following drawing(s) was reviewed; -- 338_26 and 338_26_1 dimensional analysis was not performed as relevant features are significantly deformed or were not returned. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed as the impactor tip was received broken. A device inspection, device history record review and drawing review were performed as part of this investigation. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is likely that the impactor tip was damaged through strikes with the mallet, as described in the complaint. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.